Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. The hex tip separated when the surgeon was torqueing down the screw. The fragment remained in the screw head and the surgeon was able to remove the piece without incident. No harm to patient, surgical delay less than 1 minute was reported.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx5000 digital microscope panasonic dmc tz8 digital camera. During a microscopic investigation, we noticed that the adhesion between hex pin and shaft has dissolved. Conclusion and root cause: the root cause is most probably design related. Rational: during the years of use and many reprocessings, it was possible that the glue junction dissolves (normal wear). Corrective action: a product improvement with an improved junction of the hex pin was launched in september 2008.